Manufacturer narrative:
Product analysis: the producta remains implanted, therefore no product analysis can be performed.   Conclusion: without return of the products, no definitive conclusions could be drawn regarding the clinical observation. Other relevant device: product ID:[evolutr-34] serial (B)(4), use by date [2018-05-17]. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve dislodged and was snared up but again dislodged when snared. A second valve was implanted, but also dislodged. Another device was then implanted. No other adverse patient effects were reported.